Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some non significant slight damage to the septum with no leaking seen during analysis. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a health care provider (hcp) via a manufacturer representative (rep). Indicated, that the patient underwent pump and catheter revision on (B)(6) 2024. It appeared, that one of the catheter connections may have come undone. The rep stated, that it was suspected that, due to the substantial weight loss the patient had. The pump may have moved or flipped, causing the issue. The catheter was revised and free flowing cerebrospinal fluid (csf) occurred. And the doctor was able to aspirate the catheter from the catheter access port (cap), once the catheter was connected as well. The rep stated, that they do have the pump and catheter to send back.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#: l82263, implanted: (B)(6) 2000, explanted: (B)(6) 2024, product type: catheter, product ID: 8709, lot#: l82263, implanted: (B)(6) 2000, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone 20 mg/ml at 6.323 mg/day) and bupivacaine (20 mg/ml at 6.323 mg/day) via an implanted pump. The patient¿s medical history was weight loss and chronic pain. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the patient was seen for their refill appointment. The expected reservoir volume was 3.5 ml, but the hcp pulled out over 18 ml. The logs were pulled, and there was no evidence of a pump stall or pump issue. The physician was notified, and the patient was being sent for x-ray. The pump report and logs showing normal pump operation were sent to the physician. The patient was experiencing headaches and increased pain. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had lost over 100 pounds, and the pump was now tilted. The issue was not resolved at the time of the report.